Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter. Friend/family member. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the caller was concerned she may have turned therapy off or that "something had happened". The called stated that the reason she thought something happened or that the therapy is off, is because the patient had started wetting when she shouldn't be. The patient described the change in symptoms as gradual, however stated that the change in symptoms specifically occurred on (B)(6) 2018. Prior to the call, the caller had tried using the patient programmer (pp) to "reset the machine" but needed assistance from patient services. The caller had previously contacted the managing physician and he told her not to beat up on herself. The caller confirmed that stim was on and that the therapy was set on p3 at 0.9. The caller stated that when the patient left the hospital, it was at 2.9, however she didn't recall which program it was at and isn't sure if she may have changed the program accidentally. During the call, the caller increased stim to 4.0 and the patient started to lightly feel the stim sensation. Patient services reviewed that it takes time for the body to respond to therapy, therefore titrations should be discussed with the healthcare provider (hcp). No further complications were anticipated/reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient made an appointment with their health care provided and reported that the device did not seems to help. No further complications were noted or anticipated.